Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. It was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. Merge technical support pulled the audit trail from the um on station 51 and logs for 704 on station 9. The 704 logs are truncated as of (B)(6) 2018. The audit trail was reviewed by unity technical support. The audit trail shows four events for (B)(6) 2018 with a report save event, but does not explain what happened. There is no further information available for analysis. The logs for 704 are truncated as of (B)(6) 2018 as are the automation logs. No additional information regarding the alleged report saving malfunction was available for review. The station logs had truncated, therefore were unavailable for review. Due to the lack of information for further analysis, no other review/investigation will be performed for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2018, a customer reported that an exam was missing a report and would like assistance in retrieving it. The exam was read on (B)(6) 2018 per the customer but no report was generated. The exam was re-read on (B)(6) 2018 and a report was generated. Merge healthcare technical support pulled the audit logs that could be analyzed from related workstations for further analysis. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. Reference complaint number (B)(4).